Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 600 mg/dl at the time of the event. Troubleshooting was performed. The self and high pressure tests passed. Prior to the event, the insulin pump alarmed no delivery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.